Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power cable was confirmed via visual inspection. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file (a7061730) was downloaded for review with events spanning approximately 5 days ((B)(6) 2021 per timestamp). Events captured on (B)(6) 2021 occurred during testing at abbott labs. There were no alarms active in the log file that would indicate an issue with the controller. The driveline was disconnected on (B)(6) 2021 at 16:45:53 for a system controller exchange. Upon initial observation of the system controller, a small hole was found on the controller end of the black power cable. The controller was functionally tested and was able to support pump function without issue for an extended period of time. The cable¿s outer jacket was removed at the site of the observed damage to inspect the underlying wires. No damage was found to the wires. Additional information provided on (B)(6) 2021 stated that log files would not be submitted due to there being no events that needed to be analyzed. A root cause for the reported event was unable to be conclusively determined through this investigation. Incidental findings: conductor breakdown, damage strain relief the device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The device was shipped on (B)(6) 2016. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient exchanged their system controller due to damaged to the white power cable lead. No alarms were associated with this event. No additional information was provided.